Event description:
The lay user/pt contacted lifescan (lfs) in 2009, alleging that her one touch ultra meter was reverting to the setup mode. The complaint was classified based on the customer care advocate (cca) documentation, since the medical surveillance specialist (mss) was unable to reach the pt by phone. The pt reported that the alleged issue began on the afternoon about two days prior. As a result of the issue, the pt claimed she continued to take her usual dose of oral medication (metformin and glimepiride) and 12 units of insulin (type unk). At an unspecified time that same day, after the alleged issue began, the pt reported that she developed symptoms of blurry vision and feeling shaky. The pt denied receiving medical treatment. At the time of troubleshooting, the cca noted there was no known trauma to the subject meter and confirmed that the subject meter's battery had not been removed and/or replaced prior to when the alleged issue began. The alleged issue was resolved at the time of the call. Replacement products were sent to the pt. This complaint is being reported because the pt claims she was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.